Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after none of the buttons were responding while customer was trying to navigate through screens. Customer's blood glucose was not known. No significant events leading to the alarm or keypad issues were recalled. It was advised to discontinue use of the device and revert to a back-up plan. Customer was further advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken battery tube threads, missing end cap sticker, broken belt clip slot, cracked reservoir tube window and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.